Event description:
It was reported that the high voltage epicardial defibrillation leads were both exhibiting high impedance due to suspected fracture or possible clavicle crush. Both of the leads were capped. The patient remained hospitalized while the best course of action was decided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6721s, implantable tachy lead, (B)(6) 2011; 4968 (x2), implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was later reported that the leads were both replaced.